Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a pf2000n, an external blood leak due to a crack on the screwed connector was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, two photographs of the sample was provided for evaluation. The visual inspection of the two provided photos showed the product after treatment. One photo showed the whole product with the product label and the second photo showed only part of the label. Blood was visible inside the filter however no blood was visible on the outside. The reported failure can neither be confirmed nor excluded. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/24/2021.